Event description:
Post market implantable systems registry reported the system was removed due to infection. The infection was located at the pump pocket, and symptoms reported were inflammation, drainage, and redness. The hcp reported the patient was in a hospice unit for end stage treatment of malignant pain and they opted to stop using the implanted pump, and cover pain with oral medication.